Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle sheath is getting stuck when changing collection tubes. This occurred in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-mar-2025. Investigation summary: bd received 29 samples for investigation. These samples underwent functional tests using 10 tubes per needle to assess device functionality. One of these samples failed the test due to sleeve leakage caused by poor sleeve recovery. Additionally, 30 retained samples were subjected to functional tests using 10 tubes per needle, and all samples passed with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. These 30 retained samples also underwent functional tests for retraction lockout, and all samples passed, showing proper activation with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the needle sheath is getting stuck when changing collection tubes. This occurred in an unspecified number of devices. No adverse impact was reported regarding the patient or user.